Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the staple in the pulmonary tissue in a laparoscopic bullectomy, the surgeon was ready to squeeze the handle, but he could not squeeze it. After several times of trying to do it, the surgeon changed the reload to a medium thick reload but the same happened. He used another handle with the second reload and tried it with no result. He tried the first reload with the second handle, but still would not fire. A third handle was opened and used with the first reload and was fired. However, the staple was open and the tissue was bleeding. A competitors stapler was used to continue with the procedure. There was no patient injury. Post-operatively, the sales rep tried to fire the medium thick reload but it could not be fired. The sales rep tried with the other unfired reload, however, the firing was hard and rough even though there was nothing between the jaws.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with an articulating vascular/medium reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range and firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.